Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the calcified proximal left anterior descending artery (lad). The 2.0x15mm apex monorail balloon was advanced to the lesion and ruptured at an unk atm. The number of inflations and to what atms is unknown. The device was replaced with a different device and the procedure was continued. No patient complications were reported with the patient's current condition listed as "good". This product is only ous approved, but is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.